Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, during preparation, the nurse tried to flush the catheter with ink, but the needle was blocked and the ink would not go through. There was no damage noted to the device. The physician was able to complete the procedure with another interject injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) the reported event of the needle being blocked. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.